Manufacturer narrative:
The following devices were also listed in this report: mrhk femoral bushing; cat# 6481-2-110; lot# lfc256l; mrhk femoral bushing; cat# 6481-2-110; lot# lfa244; mrh axle; cat# 6481-2-120; lot# ctd11141. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had right knee revision surgery on (B)(6) 2016. He presented with sinus drainage at the site of his incision. Surgeon decided to wash the joint out and replace a few parts.

Manufacturer narrative:
An event regarding wound issues post tka involving mrh axle was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR indicate all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: it was reported that the patient suffered wound issues post tka. The exact cause of the event could not be determined as insufficient information was provided. Further information such as such as product return, pre- and post-operative x-rays,operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had right knee revision surgery on (B)(6) 2016. He presented with sinus drainage at the site of his incision. Surgeon decided to wash the joint out and replace a few parts.